Event description:
During the therapeutic replacement of an enteral feeding system. A strong resistanos was felt during the removal of he initial placement, resulting in the tearing and separation of the bolster from the tubing. The bolster remained in the stomach and is expected to be excreted through normal peristalsis. The replacement was completed with no reported adverse affects to the patient.